Event description:
On 1/3/85 an ipp device was implanted. On 4/5/88 the cylinders were revised. On 8/3/88 the left cylinder was revised. On 6/12/90 the connector was revised. On 3/9/93 the left cylinder and pump were revised. On 4/9/97 the cylinders were removed from the pt and replaced with an 18cm on the left and 12cm on the right. Reason not indicated. Add'l info received on 6/30/97 indicates impending erosion and anuerysm.